Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, there was contamination on the computer / analog board which damaged the j1000 connector. The cause of the code 102 and test failure is the damaged component and contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 102.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. As received, the monitor failed incoming testing. The cause for the failure was isolated to an intermittent connection at j1000 connector on the c/a board. The root cause for the intermittent j1000 connector was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing a service code 102.